Event description:
In surgery for rfa of liver used intraoperative ultrasound transducer on b & k ultrasound machine. Transducer was put in through plastic laparoscopy port and pulled out without being straightened which tore the skin covering on the transducer. Called b & k medical and said to send transducer and they will repair it. It will be about 6 weeks.